Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 5/26/2011 and 6/16/2011 by phone, fax, and mail. Add'l info was received on 6/16/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. She reported that the pt has long eyes. In a f/u, the tech reported that the lens was exchanged for a different brand iol. Add'l info has been requested.